Manufacturer narrative:
This is the same event as 3010536692-2016-00561.

Event description:
Allegedly, patient suffering from mom complications. Additional information received 04/08/2016. Allegedly, the patient was revised due to the following mom complications: severe pain; ions level are severly elevated; pseudotumors and mechanical symptoms. (Left).